Event description:
Per the clinic, the implanted electrode was only partially inserted, due to a cochlear malformation. It was unknown whether the patient experienced any auditory benefit from the device. It was also reported that the patient developed a cholesteatoma. The device was explanted (B)(6) 2012. It is unknown if there are plans to reimplant the patient with another device as of the date of this report, (B)(6) 2012.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed (B)(4) 2013.